Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center and evaluation was completed with the following findings: on device evaluation, a ventilator inoperative condition was confirmed. Evaluation confirmed an error code e-155 recorded in the device indicating machine flow sensor drift above the specification. No repairs are completed ad the device was processed as scrap.